Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed issues that could have caused or contributed to the reported issue. The current reported problem 'error 345' was confirmed during the event history log (ehl) review but not reproduced during evaluation. The cause was identified to be an environmental condition, the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device alarmed system error 345 (thermistor disparity). No additional information is available.